Event description:
The initial reporter received questionable elecsys ft4 iii results for one patient tested on a cobas e411 rack analyzer. The patient's initial ft4 result was reported outside the laboratory. The patient's doctor questioned the reported ft4 result as it was high. The customer performed repeat testing with the patient's sample. The patient's initial ft4 result was 2.58 ng/dl. The patient's repeat ft4 results were 1.51 ng/dl and 1.50 ng/dl. The ft4 reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer has confirmed the issue has not recurred. The investigation is ongoing.

Manufacturer narrative:
The investigation found the instrument probes were not cleaned regularly. No further information was provided from the customer. Based on the provided data, the investigation determined the issue was consistent with improper system maintenance. The investigation did not identify a product problem.